Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis the pump had a pumping problem. A second pump was used to complete this surgery. No patient complications occurred due to this event. Should additional information become available, this complaint will be reassessed. Additional information received that the pump was found to have a pumping problem during the surgery. The patient condition was reported to be well.

Manufacturer narrative:
The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that during the implant of an ams700 inflatable penile prosthesis the pump had a pumping problem. A second pump was used to complete this surgery. No patient complications occurred due to this event. Should additional information become available, this complaint will be reassessed. Additional information received that the pump was found to have a pumping problem during the surgery. The patient condition was reported to be well.